Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between may 9, 2014 and may 10, 2014. Evaluation summary: the actual sample was not returned for evaluation, however, a photograph of the sample was provided. Visual inspection of the photograph did not reveal any evidence of the reported no flow condition. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow. The unit was filled with flucloxacillin. There was no patient involvement. Additional information was requested and is not available. This is report 1 of 3.